Manufacturer narrative:
Investigation included complaint review and collection of device-use information with the option to review engineering logs if charging performance does not improve with the replacement charger. Investigation of this case revealed that the device exhibited power or charging difficulty with no alarms reported. It was concluded that a charging or power issue affected pump responsiveness, and additional analysis would be contingent on device or log availability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the ilet pump required prolonged charging, intermittently did not respond while connected to the charger, and could not maintain connection to support insulin delivery, resulting in a recorded blood glucose of 284 mg/dl; replacement charging equipment was arranged and user troubleshooting was performed. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no impact on daily activities reported.